Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 38 indicating consecutive stalled motor events and repeatedly prompted for restarts, which persisted despite more than five user-initiated restarts; the user transitioned to backup therapy and blood glucose was not affected. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included shipment of a replacement device and arrangements for return of the original device, with the user continuing cgm use via dexcom app or receiver. Investigation included device replacement logistics and instructions to shut down the device to prevent further alerts, with data synchronization guidance prior to return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.